Event description:
Edwards received notification from our affiliate in finland. As reported, this was a case of an implant of a 23mm sapien 3 ultra resilia by left transfemoral vein approach. Some resistance was noted when the delivery system was being advanced through the esheath+. The valve was stuck at the distal end of the esheath but it was not possible to exit the tip of the esheath+. It was decided to retract the delivery system until mid part of the esheath and remove all the devices as a single unit. The patient did not suffer any injury and was noted to be stable after the procedure. Per product evaluation performed, the distal tip of the esheath was noted to be torn under microscope.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation and an engineering evaluation was performed. A visual examination was performed, and the following was observed: the liner was fully expanded as designed. The distal tip was open but torn. The radial and slant score lines were present. The axial score line was visible. One (1) kink observed at the 4 cm from strain relief. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components was confirmed based on evaluation of the returned device. Available information suggests that patient factors ( tortuosity ) and calcification likely contributed to the event as information provided indicated severe tortuosity at the access vessel. Additionally, scratches were observed on the esheath hdpe, scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. This complaint falls within the scope of corrective and preventative action which was opened to address esheath inner diameter hdpe damage contributing to the tip tear events. The complaint of sheath distal tip torn was confirmed, based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra). Additionally, patient factors such as tortuosity (as information provided indicates patient had ''severe'' tortuosity and/or calcification (scratches observed on the hdpe during evaluation of the returned device. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel.) May exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.